Manufacturer narrative:
Date of report : 08feb2019, date rec¿d by MFR : 16jan2019. The customer replaced the flow sensor assembly and the issues were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The philips field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer run performance verification testing (pvt) and determine what issues are found. The customer reported that pvt revealed air flow inaccuracies. The fse advised the customer to replace the flow sensor assembly. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit would not go into "stand-by" mode and logged an error (co2 rebreathing risk). The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.